Event description:
The ceramic tip of the continuous flow resectoscope inner sheath detached and fell into the pt during a turp procedure. The tip was recovered with no pt harm. The surgery was completed with no further incidents.

Manufacturer narrative:
At the time of this report, the device had not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.